Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during 3/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp noted fluid dripping from a supply line of the hc set. The dripping appeared to be toward the end of the tubing, however, hp is positive that it was not a loose spike/port connection, as hp visually saw the "leak". Tsc assisted hp in ending hp's apd therapy early, hp completed therapy manually. Per hp's spouse, no patient injury or medical intervention was associated with this incident.